Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller on behalf of the customer reported via phone call that they experienced high blood glucose. The blood glucose reading was ranged 500-600 mg/dl. The customer's high blood glucose was treated with manual injection. The caller declined to troubleshoot for the customer's high blood glucose incident. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.